Event description:
It was reported that during a da vinci si hysterectomy procedure, while performing the para-aortic lymph node dissection using the monopolar curved scissors instrument with a tip cover accessory installed, electricity leaked and burned the patient's atherosclerotic aorta. A vascular surgeon was called and the case was converted to traditional laparoscopic techniques to repair the patient's aorta. The patient lost 2 liters of blood but was reported as recovering well as of (B)(6) 2012.

Manufacturer narrative:
The tip cover accessory was discarded by the site, however the isi representative onsite for the procedure examined the tip cover accessory after the surgery and stated that it exhibited a small hole. The surgeon changed the tip cover accessory twice during the procedure to ensure adequate insulation, however the arcing event occurred. If further information is provided a follow-up MDR will be submitted. As of (B)(6) 2012 the site has not reported any similar occurrences.

Manufacturer narrative:
Additional information can be found. As part of a legal dispute, intuitive surgical, inc. (Isi) received additional information regarding the patient who underwent a da vinci modified radical hysterectomy, bilateral salpingo-oophorectomy, subcolic omentectomy, bilateral para-aortic lymphadenectomy, aortic injury repair, with conversion to laparotomy and repair on 01/12/2012. Isi was provided with the operative report. According to the operative report, the surgeon noted, due to the rundown of fluid from the pelvic portion of the procedure, and the fact that we were trying to reach to the level of possible lymphadenopathy on ctscan, the bowel paddle was used to achieve better visualization, as well as 1 additional port for suction. Therefore, a right lower quadrant port was placed for that purpose. This part added significant difficulty to the procedure due to multiple aortocaval lymph nodes that needed to be retrieved. It took 1 hour longer than usual. The lymph node-bearing tissue was removed from overlying the major vessels and in the aortocaval region. The surgeon also noted, during the para-aortic lymph node dissection, an irregularity in the aorta 1 cm above the bifurcation was also noted. Based on a CT-scan, the diameter of the aorta measured about 2 cm. The surgeon also noted, this did not qualify as aortic aneurysm. However, atherosclerosis was evident. In addition, he indicated, the proximal border of dissection was at the same level as on the right side. In this process, the insulating sheath on the monopolar scissors malfunctioned and leaked electricity onto the atherosclerotic aorta. This created an adventitial injury about 3-5 mm in size. There was no active bleeding. Intraoperative consultation from a vascular surgeon was requested. Under the vascular surgeon's direction, the surgeon placed 2 interrupted 5-0 tevdek sutures. The vascular surgeon then left the operating room. While the surgeon was attempting to finish the left para-aortic lymph node dissection, brisk bleeding was noted from the aortic injury. The dissection procedure was then converted to open surgery in order to repair the aortic injury. The vascular surgeon was called back in to perform a laparotomy and to repair the aortic injury. The patient received 2 units of packed red blood cells perioperatively. The discharge summary was not provided. Based on the additional information provided, this complaint will remain reportable due to the following conclusion: the patient reportedly sustained a thermal vessel injury while undergoing a da vinci surgical procedure.

Manufacturer narrative:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a patient who underwent a da vinci hysterectomy for stage 1c, g3, endometriod ovarian cancer on (B)(6) 2012. Isi was not provided with the operative report. According to the legal document, the surgeon informed the patient that the robot had malfunctioned twice during surgery: the first without injury, but the second time, the surgeon stated that suddenly there was an insulation failure which burned the client's abdominal aorta. After a vascular surgeon repaired the aorta injury via an open procedure the surgeon was able to complete the hysterectomy via open procedure. The patient was discharged on (B)(6) 2012. In addition, the legal document claims that thermal leaks also caused the rupture of cystic ovarian carcinoma potentially causing a technical upstage and requiring an additional 6 rounds chemotherapy. During a follow-up visit with the vascular surgeon, the patient was informed that the aortic wound healed appropriately. The surgeon who performed the hysterectomy informed the patient that her cancer was in clinical remission. The legal document indicates that the patient has been undergoing regular cancer screening and the patient has been experiencing tingling/numbness sensations in her fingers and toes which were attributed to the chemotherapy. In addition, the monopolar curved scissors instrument involved with this complaint was returned to isi and evaluated. A char mark measuring approximately 0.004 in diameter was found on the proximal clevis near the bottom of the clevis ear. No other char marks were found on the instrument.